Event description:
It was reported intraoperative temporary implant not working properly per representative/doctor. It was removed and another lead placed without problem. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# vaommm74o1, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).